Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing on the (rv) channel within the blanking period. Rhythmcare provided recommendations follow up in clinic appointment, with programming changes for reduction in sensitivity to avoid over-sensing. This rv lead remains implanted. No adverse patient effects were reported.